Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted on (B)(6), 2009.according to the complainant, post-procedure, the patient experienced stress urinary incontinence, lower abdominal pain, and mixed incontinence. The patient was given medications (type unknown).all other information is unknown and unavailable.